Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump battery was depleting quickly. The customer's blood glucose was 90 mg/dl. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.